Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin leaked into insulin pump. Customer was not sure if insulin past the second o-ring. Customer's blood glucose was 112 mg/dl. Customer was unsure if there was an air bubble in reservoir, but states that plunger was wet. Customer was advised to return the reservoir for analysis.